Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07jwn, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator ¿popped out.¿ per manufacturer¿s device registry the full system was removed on (B)(6) 2013. No additional symptoms were reported and no outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.